Event description:
It was reported that the patient was removed from the ventilator due to the proximal (prox) flow data was not showing on the display. The ventilation was not interrupted. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and replaced the host board and upgarded the ventilator to the current software level. The ventilator passed all testing.